Event description:
It was reported that an alert was received via merlin.net noted the high voltage (hv) lead impedance was out of range. The patient was seen in clinic, impedance measurement was within range between 115 and 125 ohms. No programming changes were made other than the hv lead impedance out of range notifier left disabled. No intervention was planned. The patient was stable and reported no symptoms related to the observation.